Event description:
Customer reported unexpected negative reactions with panoscreen cell I with a patient sample contianing anti-d. The testing was performed using gel antibody screen as well as tube method using peg.

Manufacturer narrative:
The reactivity of the d antigen was confirmed on cell I of retention panoscreen I and ii, lot 20727. The package insert does not support the used of panoscreen with the gel method.